Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient. The root cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date in 2005, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal and therapies was not reported. During a call with baxter customer services (bcs), the following information was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. It was reported the patient was recovering.

Manufacturer narrative:
(B)(4). The product code is unknown and 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.